Manufacturer narrative:
Eval summary: it is believed that there was an insulation breakdown between hv and hv/2 in the output module of this device causing an arc between output transistors. The arc caused excessive energy to dissipate throughout the output module, which damaged wire bonds and other components and allowed voltage breakdown across other points in the module. In conclusion, the cause of the insulation breakdown was not determined and it is known if external defibrillation affected the device. Corrective action: the output module substrates have been redesigned to increase the spacing between ground and high voltage thereby decreasing the probability of arcing between output transistors.

Event description:
A recalled v-110c was being replaced by a v-115c. Real-time electrograms showed noise and the programmer status screen showed that a noise reversion had occurred with the v-115c. The physician reopened the pocket, retested the lead, reconnected the v-115c and still saw noise. The v-110c was temporarily reconnected and no noise was observed. The physician concluded that the v-115c had possibly been damaged by earlier external defibrillation and decided not to implant the device. The physician then attempted to implant a v-145ac. During vf induction, the ICD delivered 650 volts but this did not convert the pt to a sinus rhythm. The device redetected the vf, charged again, and delivered a second shock of 750 volts which also did not convert the pt. Five external defibrillation shocks were required to restore sinus rhythm. During this time, the physician reportedly observed the v-145ac deliver multiple shocks within one second of each other. An attempt to reprogram the ICD to all functions off was unsuccessful when communication was lost. After turning the programmer off and on, communication was reestablished, and the interrogated device showed a device parameter error and a ram map. One stored electrogram showed a pc shock with a normal impedance; the other showed all pre-trigger not full except for a few seconds of sinus at the end. The v-145ac was not implanted. The lead system was capped off and the pt was left without an ICD.